Event description:
Pt presented with grade iii capsular contractures with marked superior displacement and marked tenderness especially the right breast. Surgery was performed for removal of silicone breast implants due to capsular contractures. Both the right and left capsule was dissected. Left and right implants appeared intact.